Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving baclofen 500 mcg/ml at 100mcg/day. It was reported that during a refill on (B)(6) 2025 there had been a reservoir discrepancy. The actual reservoir volume had been 20 ml and the expected had been 2 ml. The patient had no signs of withdrawal. The plan is to titrate the dose down by 20% on the next visit and continue on this course until the pump is low enough that it can be put in minimal rate and have it removed. The patient stated they felt they no longer needed the pump and wanted it explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) reported that the cause had been unknown.